Event description:
The facility had reported an infusion pump with a failure code 812:02. The facility representative had stated that the failure code had occurred during biomed testing and that no patient incidents had occurred since the last baxter service event. No patient injury or medical intervention was involved with the pump. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.